Event description:
It was reported that a small volume infusor leaked at the connection between the luer and the blue winged luer cap. The reporter stated that the blue winged luer cap was fastened. This occurred after filling of the device and before patient use. There was no patient involvement. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection noted fluid inside of the package that contained the unit due to an untightened blue winged luer cap. A functional test was then performed; the device was filled with colored water, its blue winged luer cap was hand tightened, and it was was monitored for leaks until the following day. No signs of leakage were observed during this test. The unit met specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a follow up report will be submitted.